Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that starting 6 months to a year ago they noticed while charging, charging would stop for no reason and not alert pt it had stopped, so pt would not realized charging had stopped unless they checked controller. Pt said the issue had progressively gotten worse, and now they have received rm04 screen. Pt then said today while recharging, the controller started beeping and wouldn't stop until they reset controller. Pt examined recharger (rtm) and mentioned the manufacturer representative (rep) noticed a little break in the cord where it meets the paddle, but no wires were showing. Pt did not see any damage to controller port and denied noticing any heat from rtm. The issue was not resolved. An email was sent to the repair department to replace the rtm. Patient called back stating that when they attempted to charge their implant today ((B)(6) 2021) their rtm got very hot and they were only able to charge their implant to 20% before the controller completely depleted. It was reviewed with patient that a request for a new rtm had been sent. No symptoms were reported.

Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the recharger (serial# (B)(6)) found an intermittent no device found message. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.